Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the initial report was submitted. The pump was returned and tested. During testing and investigation, the pump was unable to be started in the lab and three open electrical lines were found. The root cause of the pump did not start issue was determined to be three open electrical lines in the catheter by the motor housing.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 54-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a very challenging anatomy. The physician removed the impella twice from the body to re-wire or try a new approach. Once the impella was in the proper position and ready to start, an impella stop alarm occurred. After trying to start the pump several times unsuccessfully, a new pump was used. The patient is stable, and the new pump was successfully implanted.